Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® safety device was disconnecting at the hub and the needle was found in the patient's skin. After the needle came off the syringe, the nurse had to pull it out of the patient's abdomen by hand. It was noted that the device was loose, medication leaks out of the hub during administration, and the needle detached at the hub from the rest of the holder and safety mechanism. No medical treatment was required. The event was considered ongoing. See MFR: 3012307300-2017-00060.